Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing. 13 ventricular nonsustained tachycardia episodes of less than or equal to 210 ms average ventricular cycle occurred between (B)(4)-2011.

Event description:
It was reported that the patient had syncope episode. The non-sustained tachycardia episodes showed non-physiologic noise with pacemaker inhibition for about one second. The device remains in use. No patient complications have been reported as a result of this event.